Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of instability and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Concomitant medical products: 02-012-45-2525, 4313238 - lgc tibial fit tray cem sz 2.5f / 2.5t, 02-010-04-0325, 4122408 - logic cr femoral por, right, sz 2.5, 200-02-35, 6083463 - three peg patella, 35mm.

Event description:
As reported, approximately 2.5 years post op the initial right tka, this 84 y/o female patient was revised due to instability. The patient was revised to exactech devices. There were no reported issues during the revision procedure. The patient was last known to be in stable condition following the event. No other patient information//medical history reported. Devices will not be retuning; disposed of by hospital. No additional information.